Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 195 ohms. Technical services reviewed the device impedance readings from the past. The weekly low-energy shock impedances have fluctuated from 90 ohms to195 ohms since implant in may of last year. The high energy shock impedances during implant testing were around 125 ohms. The impedances are high but within normal limits. Technical services discussed the high impedances may be due to electrode placement or body fat under the electrode coil or the pulse generator. The doctor elected to explant and replace the electrode onto the chronic pulse generator. There were no additional adverse patient effects.